Event description:
The customer reported that results on two pt samples processed on 4 february and 9 february, respectively, on a vitros eci immunodiagnostic system were associated with the incorrect pt name. The results were not reported, and there were no allegations of harm as a result of this event. (B) (4).

Manufacturer narrative:
Investigation into this event determined that the customer re-uses sample ID numbers. The customer was not aware of ocd technical bulletin ce07-188 pertaining to the re-use of sample ids. The customer was sent the technical bulletin and is now aware of how to delete sample ids in the (B) (4). The root cause of this event is user error.